Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694 it was reported in voluntary FDA report send by the customer that during the patient transfer from the recliner to the bed, with the use of arjo maxi move device, spreader bar started to detach from the lifting arm. In the course of investigation, it was clarified that the spreader bar did not disconnect completely but was unhooked from its original position and blocked. Also there was no possibility to lower the device lifting arm to bring the resident down. The caregivers used the ceiling lift instead to complete patient's transfer to the bed. After the event, the device was evaluated by arjo service technician. The visual inspection showed that there was no damage found with lifting arm or the spreader bar component. The functional test showed that the spreader bar actuator was defective. All other functions were working correctly. The spreader bar to t-bar attachment is called the lock & load system in the labeling of the maxi move lift. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow separation (detachment) of the spreader bar. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch (part of locking clip) would need to be pushed in order to allow for the separation. This retaining catch is designed to prevent inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. Moreover, the device has a design that clearly shows to the user when the spreader is and when it is not correctly engaged. A smiley face appears when the spreader bar is locked in place correctly. The devices are equipped with instruction for use (IFU) which provides information on how to correctly use the device. The IFU for maxi move contains warnings: 'warning: if any doubt about the correct functioning of the maxi move, do not use it and contact the arjohuntleigh service department". "Warning: when fitting and lifting using the sling with the dps spreader bar, ensure the patients hands and arms are at all times kept inside the sling. Do not allow the patient to hold on' to the hanger frame." "Warning: to ensure maximum patient comfort, do not allow the patient to hold onto the spreader bar." During device evaluation, the one of facility staff employee stated that the "large" patient might have grabbed the spreader bar (on the connection points) during the transfer what lead to spreader bar disconnection. To conclude, arjo maxi move passive lift played a role in the complaint issue as was used for a patient transfer when the event occurred. The device did not meet its performance specification because the spreader bar disconnected from the device's lifting arm. We report this event to competent authorities due to a malfunction that occurred (spreader bar detachment during use).

Event description:
It was reported in voluntary FDA report send by the customer that during the patient transfer from the recliner to the bed, with the use of arjo maxi move device, spreader bar started to detach from the lifting arm. In the course of investigation, it was clarified that the spreader bar did not disconnect completely but was unhooked from its original position and blocked. Also there was no possibility to lower the device lifting arm to bring the resident down. The caregivers used the ceiling lift instead to complete patient's transfer to the bed. After the event, the device was evaluated by arjo service technician. The visual inspection showed that there was no damage found with lifting arm or the spreader bar component. The functional test showed that the spreader bar actuator was defective. All other functions were working correctly.